Event description:
It was reported that the user unintentionally navigated to the fill tubing only screen while attempting to announce a meal and did not press and hold to initiate a fill or deliver insulin. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint handling with user interview, device use review, and troubleshooting with education. Investigation of this case revealed user interface confusion leading to inadvertent entry into a maintenance function; the device and infusion system operated as designed with no unintended insulin delivery. It was concluded that the cause was user error related to device navigation, mitigated by education on correct workflow.

Manufacturer narrative:
Initial.